Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was attempting to pre-dilated a 100% stenosed, totally occluded lesion located in a calcified, moderately tortuous unk vessel with a 15x1.5mm maverick2 balloon catheter. The physician encountered difficulty in an attempt to reach the lesion. Once the balloon reached the lesion, the physician attempted to inflate the balloon. The balloon inflated slightly, but would not expand. The balloon catheter was removed from inside the pt, at which point the balloon was noticed to be ruptured. The device was removed intact. The procedure was completed with another balloon catheter and the implantation of an unk stent. There were no reported pt complications. The pt status is listed as "good".